Event description:
This ra lead was attempted at implant on (B)(6) 201 3 due to noise. The physician was dr. (B)(6) at (B)(6) heart center of (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).